Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned for evaluation. Data logs were returned and high purge pressure, purge system blocked alarms were observed. The purge pressure step wise rise was observed along with stalling of purge flow ticks due to likely catheter kinking and later immediately purge pressure decreasing during unkinking with increase in purge flow. The cause of the high purge pressure issue was most likely a kinked purge line in the catheter as per data log review. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 66yo male with cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while on impella support, a high purge pressure alarm occurred. An attempt to troubleshoot using tissue plasminogen activator (tpa) protocol but was not able to resolve the issue, thus decision was made to remove impella. There was no patient harm reported.